Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inhance depth gauge had a kinked tip immediately adjacent to the hook; the very end tip was bent rather than straight. The event did not occur in surgery. All available information has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that inhance depth gauge. The very end tip was bent not straight (not talking about the hook that's supposed to be on the end, but right next to that there was a kink in the instrument). The event did not happen in surgery. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the tip bent towards one side. Device had signs of usage on its overall surface and no other anomaly was identified on it. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion while trialing that overload the device material. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the depth gauge would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.